Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal compounded baclofen via an implanted pump. The baclofen concentration was 750 mcg/ml and the dose was 352.69 mcg/day. The lot number was unable to be obtained. Other medications the patient was taking could not be obtained/not available. Medical history was requested but not available. The pump IFU (indication for use) was listed as intractable spasticity and multiple sclerosis. At some point (date not known to reporter), there was a failed catheter dye study and a revision surgery was scheduled. During the dye study, when the physician accessed the catheter access port he was unable to draw fluid back. It was not known where the issue occurred along the catheter. On (B)(6) 2015, during revision surgery, the physician noted suspicious infectious fluid in the pump pocket. It was decided to explant the entire pump system as the pump pocket was infected and removal was the only option. The patient status at the time of this report was alive - no injury. On 12/7/2015, additional information was received. Cultures of the fluid obtained from the pump pocket came back negative for infection. If additional information is received, a follow up report will be submitted. Also refer to manufacturer report # 3004209178-2015-25465.